Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer strapping was checked. The monitor power supply was checked and its voltage adjusted. The mainframe connectors were reassembled to maintain correct voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a communication error three times. No pt injury was reported.